Event description:
It was reported that the patient presented to the hospital for a system implant. Upon connection, crosstalk was noted with safety pacing. No crosstalk was observed when attempted to reproduce. The cause of the crosstalk has not yet been determined. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.